Event description:
One patient sample with discrepant free t3 results. Initial result 3.69 pg/ml. Same sample repeated using different method gave result of 2.38 pg/ml. If additional information is received, appropriate notification will be provided.